Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent enterocele repair with mayo-mccall culdoplasty, adhesiolysis with enterolysis, ant. Colporrhaphy with bilat. Perivaginal defect repairs using repliform dermal allograft, cystourethroscopy, and difficult secur pubovaginal sling placement due to retropubic urethral adherence. It was reported that patient underwent mesh revision/removal on (B)(6) 2007, (B)(6) 2008, (B)(6) 2009, (B)(6) 2009, (B)(6) 2009, (B)(6) 2010.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient underwent a surgical procedure on (B)(6) 2008 and bard xenform was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.